Manufacturer narrative:
The information provided details that at the end of the day on (B)(6) 2020 unprocessed tissue samples were inadvertently left in retort b until the morning of (B)(6) 2020 without a processing run being started. Manufacturer evaluation of the instrument logs showed the following user interactions with peloris ll tissue processor serial number (B)(4) on 11 and (B)(6) 2020: - at 08:59am on (B)(6) 2020, a user started a "quick clean" protocol in retort b which completed at 09:34am on (B)(6) 2020. As wax is the final step of processing protocols, the "quick clean" protocol is designed to clean wax residue from the retort. Before the first step, any wax residue in the retort is purged to the wax chamber from which it came to help maximize the useful life of the cleaning solvent; and then there are two reagent steps using cleaning solvent (e.g. Xylene) and cleaning alcohol, followed by a dry step. The dry step applies high temperature, vacuum and air flow to evaporate any reagent residue; and at the end of the dry step the heaters turn off, but air flow continues to cool the retorts before the next protocol. Formalin is not used in the "quick clean" protocol. - the retort b lid was unlocked at 09:47am on (B)(6) 2020. It is not possible to determine from the instrument logs whether cassettes were introduced into the retort for processing after this time. - between 10:02am and 10:10am on (B)(6) 2020, bottles 1 (formalin); 2 (formalin); and 11 (xylene) were each removed from the corresponding sensor for sufficient time to replace the reagent; and the corresponding station properties were reset. Information in the instrument logs indicates that replacement of the reagent in each of these bottles was performed manually, which occurs entirely outside the instrument (ie. The remote fill and drain function was not used). There is no evidence of any use error(s) when replacing these reagents. - at 15:01pm on (B)(6) 2020, a user locked retort a and the "factory 8hr xylene standard" protocol comprising 166 cassettes was started. This protocol completed successfully at 06:30am on (B)(6) 2020; and no event/error codes were recorded in the instrument logs during execution of the protocol. - there is no evidence in the instrument logs of a protocol being scheduled in retort b on (B)(6) 2020. - at 07:31am on (B)(6) 2020, a user initiated the protocol completion drain for the "factory 8hr xylene standard" protocol completed in retort a; and retort a was unlocked by a user at 07:31am on (B)(6) 2020. As the last reagent used for "factory 8hr xylene standard" started in retort a at 15:01pm on (B)(6) 2020 was wax, it is unlikely that opening retort a at the completion of the protocol would have released formalin vapor. - at 09:34am on (B)(6) 2020, a user scheduled a protocol to start in retort b. There is no evidence in the instrument logs that the retort b lid had been locked since 09:47am on (B)(6) 2020 ie. The retort b lid was unlocked for approximately 29 hours and 32 minutes between 09:47am on (B)(6) 2020 and 15:19pm on (B)(6) 2020. - on two (2) occasions at 15:18pm on (B)(6) 2020, a user started protocol scheduling in retort b. During scheduling of the reagents by the instrument algorithm event code "3" together with the following information displayed to the user: "days old threshold for bottle 1 exceeded - 1 run(s) remaining. Replace contents of bottle 1". There is no evidence of user action taken in response to this event code for bottle 1 (formalin) in the instrument logs. - at 15:19pm on (B)(6) 2020, a user locks the retort b lid; and schedules a protocol to start in retort b. - the "factory 8hr xylene standard" protocol comprising 80 cassettes was started in retort b at 15:19pm on (B)(6) 2020 and completed successfully at 06:30 on (B)(6) 2020, which was after the date and time of the adverse event involving a user was reported by a distributor to the leica country marketing manager (B)(6). Manufacturer evaluation of the information available determined that the instrument functioned as designed between (B)(6) 2020. The information provided also indicates that all required preventative maintenance activities had been performed for peloris ll tissue processor serial number (B)(4). The root cause of a user being admitted to the intensive care unit following reported inhalation of formalin vapor on (B)(6) 2020 after opening the lid of retort b which containing unprocessed tissue samples from a tissue processing protocol, which had inadvertently not been started on (B)(6) 2020, could not be determined from the information available. This is the first instance reported to the manufacturer of a user requiring medical intervention due to the circumstances involved in this complaint.

Event description:
On (B)(6) 2020, a distributor reported to the leica country marketing manager (B)(6) that a user had been admitted to the intensive care unit (ICU) after interaction with the instrument. On (B)(6) 2020, leica biosystems (B)(6) received information from the leica biosystems country manager (B)(6) detailing that a tissue processing run using peloris ll tissue processor serial number (B)(4) had inadvertently not been started at the end of the day on (B)(6) 2020; on the morning of (B)(6) 2020 a user, who did not realise that the processing run had not been started the previous day, opened the retort and breathed in formalin vapor which had accumulated in the retort overnight; and the affected user initially felt unwell and was later admitted to the ICU for 24 hours. On (B)(6) 2020, leica biosystems (B)(6) received the following further information from the leica country marketing manager (B)(6): "quick update: all cassettes could still be diagnosed and the technician is doing fine." An identifier, age/ date of birth and gender for the technician who was admitted to the ICU after interaction with the instrument has been requested. On (B)(6) 2020, the leica country marketing manager (B)(6) advised leica biosystems (B)(6) that: "I've requested the distributor to chase the customer for the additional information." On (B)(6) 2020, the leica country marketing manager (B)(6) advised leica biosystems (B)(6) that: "more information wasn't possible to get right now. Please let me know if you can work with this. If additional info is needed, it might take some time, but we'll for sure work on it."